Manufacturer narrative:
Relevant test/laboratory data was updated. Clarification was added for the serial numbers for cobas e602 for both line b and line c: line b: 14a4-15, line c: 1349-02 - attachment: [additionaldataq-264867.docx].

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys hbsag ii results for 1 patient tested on a cobas 8000 e 602 module. The erroneous (B)(6) result was questioned by the clinician as the patient was known to be a (B)(6) carrier since birth. There was no allegation of an adverse event. In the attachment, the instrument titled line a is believed to be a cobas e602 with serial number (B)(4). For the instruments titled line b and line c, the instrument information has not been provided but clarification has been requested. Quality control results were acceptable. The investigation is currently ongoing.

Manufacturer narrative:
The investigation determined that the results from all three analyzers, lines a, b, and c, are all comparable and very close to the cutoff of 1.0 coi. The plasma sample was for all results reactive. The hbsag confirmatory assay was positive for the serum sample, which based on the medical history of the patient, would be correct. A general reagent problem is not evident. The results should always be assessed in conjunction with the patient´s medical history, clinical examination, and other findings. The investigation did not identify a product problem. The cause of the event could not be determined.